Manufacturer narrative:
There was no patient involvement. Occupation of reporter is unknown. Manufacture date is unknown. The reported tram 450sl das module was not available for evaluation. An investigation for a similar report determined low blood pressure readings due to a failed tram das module; a definitive root cause could not be determined because that device was scrapped. Based on engineering investigation, the most probable root cause was random electronic failure of an aged component. Device not returned for evaluation.

Event description:
The customer reported the tram 450sl module was reading half the expected values for invasive blood pressure as compared to the non-invasive blood pressure values. There was no patient involvement.